Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) cuff was removed 6 months ago due to an urethral erosion. A new 4.0 cm cuff was reimplanted at the bulbous urethra using perineal approach . No further issues reported in relation to this event.